Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user alleged the insulin pump was under delivering insulin due to high blood glucose level. The customer stated that the user experienced a high blood glucose level and blood glucose reading was 322 mg/dl. The customer was treated with bolus. The insulin pump will not be returned for analysis.